Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On thursday, (B)(6) 2025, the patient experienced a significant hypoglycemic episode. Her glucometer reading was 48 mg/dl, while her omnipod 5 insulin pump displayed an estimated glucose value (egv) of 170 mg/dl. During this episode, the patient reported hallucinations and tremors. The email from insulet did not indicate that reversal of symptomatic hypoglycemic shock was provided. Technical support (ts) reportedly attempted to contact the patient to gather additional information but was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.